Event description:
The customer contact reported a leak. At the compounding facility, the empty solution container was filled with 500 ml of normal saline, via a repeater pump. The customer contact reported that the solution container was placed inside another bag which contained seven vials of ampicillin 2 mg. No specific details were provided. The bag was placed in a shipping container and was shipped to an end user. It was reported that after the solution container was removed from the shipping container at the end user prior to pt use, it was reported that the entire volume of solution in the solution container leaked from an unspecified location. It was reported that the solution saturated the vials. The solution container and the vials were replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.